Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the anvil of the instrument was observed to be tilted and separated from the tubing. Visual inspection of the anvil cutting ring showed deep traces of knife impression and the ring was received completely severed. The suture was broken at the connecting piece. The proximal catheter tubing was received with the connection piece attached to the tubing. Microscopic evaluation of the anvil buckets noted staple strike markings. No other abnormalities were observed. The visual inspection of the staple guide noted the instrument was fully applied. Further inspection noted that the green bar was visible in the indicator window and the safety feature was engaged. The staple guide was observed to be attached to the instrument with no damage to the staple guide. After actuating the handle, the pusher fingers appeared to be intact and inspection under the microscope displayed no damage to the knife blade. It was reported that the device broke and the anvil was difficult to attach to the handle. The reported issue were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an open total gastrectomy, while inserting the oral anvil trans orally there was a resistance during delivery down the esophagus. When anesthesiologist pull them back out, they discovered that the suture holding the delivery tube to the anvil broke. The surgical time was extended for more than 30 minutes. The device was reused by tying silk tie. There was no patient injury.